Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted. It was reported that a dissection was grade c of the lad was observed. The investigator assessed the dissection existed before the index procedure.